Event description:
Customer reported that the center button of his meter would not turn on, rec'd an error message and was unable to test his blood glucose. As a result, he reported feeling dizzy, light-headed, could not see where he was going, passed out and lost consciousness while driving. He stated a local sheriff found his car on the road and called paramedics. He was put on a glucose drip and transferred to a local hosp. He was diagnosed with hypoglycemia, no add'l treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. Prod has been requested for investigation and a final report will be submitted when the investigation is complete.